Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they opened the device in the sterile field and the grasped end that would be used on the patient was bent at a 90 degree angle. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted the instrument had one bent blade. No witness marks from the needle tip impacting the beveled wall was observed on the device. No witness marks from the needle tip impacting the beveled wall were observed through microscopic inspection. The toggle switches were inspected under a microscope and no shearing or deformation were observed around the toggle switch or on the flat pin. Through microscopic inspection the flat pin was found to be properly oriented and no abnormalities were observed for the center rod. The bent blade on the instrument were straightened out so pmv could performed functional testing. The returned instrument was loaded with a test needle from the post marketing vigilance (pmv) inventory and applied to test media. The returned instrument was found to function properly, and the test needle remained intact. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the bent blade indicates that the instrument may have been exposed to an external force which bent the exposed metal bars. If information is provided in the future, a supplemental report will be issued.